Event description:
Device malfunction: difficult to deploy. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the prostar device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, during needle deployment, only three of the needles deployed. The fourth needle was found to be damaged. The needles were backdowned and the device was removed over the guidewire. A second prostar was used to achieve hemostasis. There was no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
(Needle damaged) - the device was received. Investigation is not yet complete.